Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. The reported event was confirmed. A complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted inside the lead beyond proximal region due to blood found clogged in the inner coil. The cause of the stylet insertion failure was isolated to the inner coil clogged with blood. The reported event of ¿kink noted on the lead¿ was confirmed. The outer coil was found bent/kink at the middle region of the lead. The cause of ¿kink noted on the lead¿ is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during explant procedure for device upgrade the stylet could not be fully inserted into the lead due to a kink in the lead body. Lead and stylet were able to be removed from the body eventually. Patient experienced no consequences.